Event description:
It was reported that a patient presented to the emergency room with inappropriate shock, incorrect interpretation of signal and discrimination channel under-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were made to turn the device off. The patient was recovering and no additional patient consequences were reported.